Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that although the system was working within expectation, there were some calibrations that appeared to be estimated values rather than true bg measurements and they were entered right after a data gap. It was also observed that some calibrations were entered during periods of rapid glucose change. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends were not changing rapidly. The user agreed with this assessment. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.